Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 14-sep-2017. The most recent information was received on 14-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('left pelvic pain, in the implant area'), triple negative breast cancer ('breast cancer triple negative') and haematochezia ('bleeding at stools') in a 38-year-old female patient who had essure (batch no. 901340) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), eczema ("eczema everywhere"), malaise ("violent malaise like stroke"), epilepsy ("slight epilepsy (after malaise) for one year"), headache ("headache"), fatigue ("massive exhaustion"), hypersensitivity ("permanent allergies"), menstrual disorder ("menstruations became intolerable"), alopecia ("constant hair loss"), skin discolouration ("grey skin tone"), dark circles under eyes ("circles (under eyes)"), conjunctivitis ("conjunctivitis") and immune system disorder ("exceeded and failing immune system"), 24 days after insertion of essure. On an unknown date, the patient was found to have triple negative breast cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy with partial resection of uterine horns and removal of devices and mastectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, haematochezia, eczema, malaise, epilepsy, headache, fatigue, hypersensitivity, menstrual disorder, alopecia, skin discolouration, dark circles under eyes, conjunctivitis and immune system disorder had resolved and the triple negative breast cancer outcome was unknown. The reporter provided no causality assessment for alopecia, conjunctivitis, dark circles under eyes, eczema, epilepsy, fatigue, haematochezia, headache, hypersensitivity, immune system disorder, malaise, menstrual disorder, pelvic pain, skin discolouration and triple negative breast cancer with essure. The reporter commented: symptoms rapidly resolved after the removal but immune system failed against an early tumor. A breast cancer was diagnosed. Mastectomy in july and chemotherapy at the time of the report. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 4.449 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2020: nullification: health authority confirmed that this report was a duplicate to record # fr-bayer-(B)(4) (r166936) to which all information will be transferred, then this duplicate record # fr-bayer-(B)(4) will be deleted from bayer safety database. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm - health authorities in (B)(6) (reference number: (B)(4)) on 14-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("left pelvic pain, in the implant area"), triple negative breast cancer ("breast cancer triple negative") and haematochezia ("bleeding at stools") in a (B)(6) year-old female patient who had essure (batch no. 901340) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 24 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), eczema ("eczema everywhere"), malaise ("violent malaise like stroke"), epilepsy ("slight epilepsy (after malaise) for one year"), headache ("headache"), fatigue ("massive exhaustion"), hypersensitivity ("permanent allergies"), menstrual disorder ("menstruations became intolerable"), alopecia ("constant hair loss"), skin discolouration ("grey skin tone"), dark circles under eyes ("circles (under eyes)"), conjunctivitis ("conjunctivitis") and immune system disorder ("exceeded and failing immune system"). On an unknown date, the patient experienced triple negative breast cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy with partial resection of uterine horns and removal of devices) and surgery (mastectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, haematochezia, eczema, malaise, epilepsy, headache, fatigue, hypersensitivity, menstrual disorder, alopecia, skin discolouration, dark circles under eyes, conjunctivitis and immune system disorder had resolved and the triple negative breast cancer outcome was unknown. The reporter provided no causality assessment for alopecia, conjunctivitis, dark circles under eyes, eczema, epilepsy, fatigue, haematochezia, headache, hypersensitivity, immune system disorder, malaise, menstrual disorder, pelvic pain, skin discolouration and triple negative breast cancer with essure. The reporter commented: symptoms rapidly resolved after the removal but immune system failed against an early tumor. A breast cancer was diagnosed. Mastectomy in (B)(6) and chemotherapy at the time of the report. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 4.449 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 14-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("left pelvic pain, in the implant area"), triple negative breast cancer ("breast cancer triple negative") and haematochezia ("bleeding at stools") in a (B)(6) female patient who had essure (batch no. 901340) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 24 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematochezia (seriousness criterion medically significant), eczema ("eczema everywhere"), malaise ("violent malaise like stroke"), epilepsy ("slight epilepsy (after malaise) for one year"), headache ("headache"), fatigue ("massive exhaustion"), hypersensitivity ("permanent allergies"), menstrual disorder ("menstruations became intolerable"), alopecia ("constant hair loss"), skin discolouration ("grey skin tone"), dark circles under eyes ("circles (under eyes)"), conjunctivitis ("conjunctivitis") and immune system disorder ("exceeded and failing immune system"). On an unknown date, the patient experienced triple negative breast cancer (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy with partial resection of uterine horns and removal of devices) and surgery (mastectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, haematochezia, eczema, malaise, epilepsy, headache, fatigue, hypersensitivity, menstrual disorder, alopecia, skin discolouration, dark circles under eyes, conjunctivitis and immune system disorder had resolved and the triple negative breast cancer outcome was unknown. The reporter provided no causality assessment for alopecia, conjunctivitis, dark circles under eyes, eczema, epilepsy, fatigue, haematochezia, headache, hypersensitivity, immune system disorder, malaise, menstrual disorder, pelvic pain, skin discolouration and triple negative breast cancer with essure. The reporter commented: symptoms rapidly resolved after the removal but immune system failed against an early tumor. A breast cancer was diagnosed. Mastectomy in july and chemotherapy at the time of the report. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 15-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 4.041 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.